Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the patient was recently seen and there was no performance issue with the patient¿s implantable cardioverter defibrillator (ICD). It was noted that there was no program change for the MRI (magnetic resonance imaging) safe device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant by the patient that their heart rate is going down to thirty-eight beats-per-minute and they seem to be having a problem with their circulation. The patient stated that last week they had an MRI (magnetic resonance imaging) and was wondering if the device was set back to normal. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.